Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the pump alarmed for suction and flows were lower than ideal, and the p level had to be decreased. The patient received volume, the pump was repositioned and the patient was transfused with blood. The p level was then able to be increased and flows improved. The patient remained on impella support and was successfully weaned.